Event description:
The report received from the affiliate states that a palmaz blue on aviator plus, 6 mm diameter, 60 mm length, on 142 cm catheter failed to cross an unknown lesion. The product was returned for evaluation and preliminary analysis states that stent is detached and not included. Also, hub states 5x25. No additional information has been provided.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Please note that the correct product information was received and is listed below: palmaz blue aviator+ 6x18x142, (B)(4) / lot 15384400. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that additional information received from the affiliate states that the product with the hub that states 5x25 was mistakenly sent from hospital. The incorrect product was received. Therefore, the event of labeling incorrect is no longer considered reportable. Please update your files accordingly. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that the correct product ((B)(4) lot 15384400) was received with the stent mounted to the aviator balloon. There is no stent dislodgement as previously reported. Therefore the event of stent dislodgement is being unreported. Please note that the incorrect product was initially returned. There is no reportable event related to the actual product ((B)(4) lot 15384400) used in this procedure except for a failure to cross the lesion. No further reports will be forthcoming.